Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center was intermittently losing its image during an unspecified procedure. According to the initial reporter, the procedure was completed using the subject device after the scope was removed from the light source and reseated. Further details concerning the event and patient were requested but were unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, after hearing of the issue, tac recommended verifying all cable connections first. Then, if the issue continued for the customer to try swapping out the video cable next. The customer noted that he was leaving for day and requested a call back the following monday. Tac reconnected with the customer the following week and the customer confirmed that they replaced both the imager and the light source and that resolved the issue. However, the customer declined to initiate a return materials authorization (RMA).